Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the identified deformation due to compressive stress, and unconfirmed for the reported fluid leak. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 8708061 implantable port allegedly experienced fluid leak and deformation due to compressive stress. The information was received from a single source. This malfunction involved one patient with no patient consequences. Age, weight, and gender of the patient was not provided.